Event description:
The customer requested an event log review. The patient was started on morphine pca on (B)(6) 2013 at approximately 1300. The drug was changed to dilaudid on (B)(6) 2013 at 1717. The following day, the patient had a decreased level of consciousness requiring resuscitation and several doses of narcan. The resuscitation was successful. The customer would like to determine if there was a device malfunction, if the patient was bolused appropriately and if the infusion proceeded as intended.

Manufacturer narrative:
(B)(4). The event logs have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.